Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned that their ins has broken loose about 6 months ago and said that "back then, it really hurt because it's pressing against my skin". Pt stated that when the ins came loose, it went over their back, "it went over their spine" and moved over to their waste and now it's back to where it was before, "like inch in a half of my waste and hip". Pt mentioned that they hadmet with the manufacturer representative (rep) at the doctor's office, and the rep ran a scan to check the ins and said that it was working okay. Pt stated that they called their neurosurgeon and they have an upcoming appointment to discuss their surgery date in getting the ins fixed. Additional information was received from the manufacturer representative (rep) stating that they saw the patient about seven weeks ago, and the patient did not report any device migration or being loose to the rep. Patient may have said that their battery site is tended. Rep reports checking the device at this appointment, and everything looked normal, including implant site and impedances. Rep redirected the patient to healthcare provider (hcp) for any further concerns. Rep has not heard anything since.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient had their battery placed back where it was supposed to be on december 2.